Manufacturer narrative:
The physician indicated the blisters were resolving and were expected to heal without permanent scarring. Therefore this event is no longer considered to be a serious event. The treatment tip and data card were returned for evaluation. Data card evaluation showed multiple errors occurred during treatment. The errors discovered during this event are supposed to alert the physician and prevent a potential adverse event. Evaluation of the treatment tip found a dielectric breakdown on the electrode path. Operators are instructed to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. Moreover, solta recommends careful monitoring of the condition of patient's skin during treatment. In the case of a dielectric breakdown, the clinician may notice the onset of small burns which would be evidenced by small residual focal red marks or white spots. Should this occur, it is up to the clinician¿s professional discretion to determine whether to continue treatment after replacement of the compromised tip. A review of the manufacturing records showed all requirements were met. Burns, blisters, scabbing, and scarring are known possible adverse patient reactions to thermage treatment. Thermage system technical user¿s manual states the procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was treated on the face, jaw-line, and neck and developed tiny, pin-like blisters on the jaw-line and neck during treatment. Reportedly, there were no system errors, but around 500 pulses, the operator reported they heard a sizzling noise followed by a burning smell. The operator turned down the treatment settings, but the patient reported that the treatment was becoming more painful at this time. The patient did not want to apply ice to the area. The operator replaced the treatment tip before treating the second half of the face and after the treatment, the patient stated the second half of the treatment was more comfortable. The treatment tip was inspected prior to and during treatment and nothing was noted. The patient was given a cream to keep the area moisturized and prevent the patient from picking the skin. The patient was seen four days post treatment and the blisters had scabbed over. The patient was not given any medication or additional medical treatment for the blisters.